Event description:
It was reported that unspecified pump battery issues occurred. In addition, the customer reported the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. Additional information was not received. The customer is currently out of warranty.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.